Event description:
Pt presented in ER with weakness on right side. Nurse reported that the pt experienced a stroke and was hospitalized. No report of device explantation. A follow-up report will be sent if additional information is received.